Manufacturer narrative:
Concomitant medical products: product ID 64002, serial# (B)(4), product type: adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had animplantable neurostimulator (ins) replacement on the day of report due to normal elective replacement indicator (eri). Pre-operative high impedances were seen on the right subthalamic nucleus (stn). Pre-op right stn high impedance measurements were: c/4 6115, c/5 5011, c/6 5257, c/7 5230, 4/6 4890, 4/7 5887 and 5/7 4377 ohms. The adaptor was replaced due to high impedances observed pre-op. They had a normal reprogramming appointment about a month prior to report and the patient experienced shocking while sitting up and having the device programmed. They hadn't had shocking for about a month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.